Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va1qacq, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that her implant battery that used to lie flat, was now lying at a slant, and was deeper. The patient confirmed this issue started about 3-4 months ago. The patient also reported that the ins was implanted for bladder and bowel control, and it initially worked beautifully. However, the patient reported that she went in for botox injections and now the program was not working as well as it previously did. The patient noted being through a lot of programs. The patient stated that they took an x-ray to address the issues that the patient was experiencing. The patient stated that the x-ray showed that the wire was kinked and was lying at a straight angle, instead of curving around. The patient explained her reason for calling is to get a second opinion from manufacturer on if surgery was needed for her situation. There were no further symptoms or complications reported or anticipate.